Manufacturer narrative:
The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the motor of the small battery drive device had no amperage output, debris was found inside the unit, and a gauge could not be inserted into the coupling head. It was further determined that the device failed pretest for check attachment coupling, check for unintended motion, check for sticky speed trigger, check ¿off¿ mode, check oscillation/reverse/forward mode function, check oscillation angle, check switching function forward/reverse, and check power with test bench. Therefore, the reported condition that the device stopped working was confirmed. The assignable root cause of this condition was determined to be traced to maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported that during pre-surgery testing it was observed that the small battery drive device was not operational. During in-house engineering evaluation it determined that the device failed pre-test for check sticky speed trigger, and check unintended motion. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.